Manufacturer narrative:
Result: cold solder joint caused trace on pc board to fail. It should be noted that the unit was returned to MFR in non-functioning condition.

Event description:
It was reported by the customer that the board was arcing and burning. No pt involvement or adverse consequences were reported.